Manufacturer narrative:
(B)(4). Evaluation results: heavily calcified and tortuous rca, 90% lesion stenosis, tandem lesions. Stent damage, failure to deliver the stent. Conclusions: heavily calcified and tortuous rca, 90% lesion stenosis, tandem lesions. Device evaluation: the device was returned to the manufacturing facility for evaluation. Crimp impressions were evident along the balloon. The entire stent had moved proximally on the balloon and was positioned proximal to the proximal marker band. The stent was bunched and deformed.

Event description:
The physician was attempting to implant a 3.0mm diameter x 15mm length integrity rapid exchange (rx) coronary stent to treat a lesion in the rca. The target lesion was heavily calcified and very tortuous, with 90% lesion stenosis. There were tandem lesions and the whole rca was lined in calcium. Predilation was performed for three inflations using a sprinter legend balloon at 14-16 atm's on multiple areas of the rca. Resistance was encountered while trying to advance the integrity device through the calcium and the device could not reach the target lesion. Upon removal the stent of the device was deformed. The device had been inspected prior to use with no abnormalities noted. The physician was subsequently able to place another stent with difficulty. The patient was reported to be fine and no clinical sequelae were reported.